Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank and the device would not turn on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, and the customer's lcd screen complaint could not be confirmed. The device failed to power on. During the evaluation the device successfully powered on, but continuously rebooted. The device's system board was replaced to address the issue.